Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the kit ats x electa. The incident occurred in (B)(6). This medwatch is being filed on behalf on sorin group (B)(4). It was also stated that the facility reported the incident to the country's competent authority. This medwatch is being filed as a result of this action. The involved reservoir was returned to sorin group (B)(4) for evaluation. Visual inspection of the returned device confirmed that the filter had become detached from the lid due to breakage of the connectors which attach the filter to the lid. The original packaging in which the reservoir was shipped was not returned for evaluation. Based on the inspection of the returned device and investigation into previous reports of this type of damage, sorin group (B)(4) has concluded that the damage was caused by a strong blow to the lid of the reservoir, most likely due to a fall from a height greater than that which was validated. In order to prevent future occurrences, sorin group (B)(4) implemented a strengthened connection between the filter and the reservoir lid. A review of the device history record confirmed that the involved device was built prior to the implementation of this change.

Event description:
Sorin group (B)(4) received a report that the filter became detached from the autotransfusion reservoir during priming. There was no pt involvement.